Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out due to normal eri, high pacing lead impedance and loss of capture were noted on the right ventricular lead. The patient was asymptomatic. The lead was capped and replaced without complication.